Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the guide wire tip was loose. The target lesion was in the common bile duct (cbd). A jag precursor 035/450 guide wire had been advanced in to the patient. At an unspecified time during the procedure, the physician felt the guide wire tip was loose and was at risk of detaching from the device. The physician was able to withdraw the guide wire into the lumen of an unspecified type of autotome without tip detachment. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".